Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had channel error during operation. This is the 5th time I have had issues with lvp modules throwing a channel error during operation after the software upgrade. After running a few infusions with varied settings, I was unable to re-create the error. Is there a bug in the upgrade. There was no patient involvement.